Event description:
Ambulance personnel attended to a person diagnosed in cardiac arrest. Police dept first responders had used an automated external defibrillator on the pt prior to the arrival of the ambulance and no shocks had been advised. After the lifepak 300 automatic advisory defibrillator was connected to the pt the device continued to the pt the device continued to display a connect electrodes alarm and use of the device was inhibited. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.